Manufacturer narrative:
The inspection by sorc also found followings; the angle of the bending section was not fixed sufficiently. The insertion tube was damaged. There was an error in the scope ID. The adhesive in the bending section was damaged. Sorc said that error b30 was caused by abnormal communication due to internal flooding. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported defective endoscopic image. Then, olympus inspected the device at olympus service operation repair center (sorc) and the event reported by the customer was reproduced. Error b30 occurred and the endoscopic image was not displayed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the inspection by olympus service operation repair center (sorc), olympus medical systems corp. (Omsc) assumed that the reported event was caused by the followings; defect of the imaging sensor of the device. Defect of the circuit board in the connector of the device. Defect of the video processor. If additional information becomes available, this report will be supplemented.